Event description:
When placing the operating room bed in the neutral position a loud snap was heard and the bed fell into the reverse trendelenburg position. The patient was moved to a stretcher to be extubated.